Event description:
It was reported that this recently implanted right atrial (ra) lead exhibited farfield oversensing on the right atrial (ra) channel. Programming adjustments were recommended. No adverse patient effects were reported. This ra lead remains in service.